Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the ups malfunctioned. However, the service quotation was subsequently canceled after the customer was identified as a duplicate and no further service was required. Philips has not provided any service in relation to this case. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the uninterruptible power supply had malfunctioned which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.